Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight and began having discomfort due to the ipg pocket being loose. Subsequently, surgical intervention was taken and the physician moved the patient's ipg down just below the original pocket to provide more comfort.